Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the surgeon side console (ssc) common compute controller (ccc) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The ssc ccc was visually inspected, where no issues were found. All fiber ports were inspected where no contamination or damage could be seen. The unit was installed onto a known good system and powered on with no issues. The light levels were checked via localhost:8050, where all values were as expected. The unit was left to idle for two hours, and power cycled five times. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that a "clean fiber connections" message appeared after the operating room (or) staff rearranged and plugged in new 7m blue fiber cables for the dv5 systems. Despite testing each cable individually, the error message persisted, indicating an issue with the fiber connections. The message could not be cleared and remained visible to the surgeon during procedures. As a result, the setup was reverted to the original configuration. The issue was escalated to engineering, who suspected that the problem was related to console 2. They recommended ordering and replacing specific parts to resolve the issue. The customer reported event has no report of patient injury.